Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up in backup vvi mode, during interrogation there were pauses. The patient experience presyncope during the pauses. Due to extremely low battery the device was explanted and replaced successfully.